Event description:
It was reported that the flow rate of the device was higher than 7%. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and flow rate tests were performed. The device failed accuracy tests. The problem was duplicated. Reported problem was caused from a worn explusor and valves. The expulsor and valves were replaced to fix the issue.